Event description:
It was reported that the device was explanted due to infection. The patient was non-compliant with his follow-up visit. When doctors office called the patient, he reported that the device had been explanted due to infection. Patient was discharged home with a life vest. Patient doing fine.

Event description:
New information noted that the patient's infection was on going from the date of the event to when it was explanted. During which patient had been treated with antibiotics. The patient was fine and in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.